Event description:
The customer reported via phone call that the insulin pump shut off and will not turn back on. The customer stated that the screen is flashing and it turns blank and then black. Blood glucose value was between the 40 and 100 mg/dl range. The insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the customer tried 2 different batteries and the display did return and customer received a sensor end alarm. Customer was advised that a battery cap replacement would be sent.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.